Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was admitted on (B)(6) 2017 for ongoing driveline exit site infection. Purulent discharge remained present despite continuous antibiotic therapy. The patient has been on intravenous (IV) cefazolin since (B)(6) 2017. Culture of driveline exit site revealed a rare staphylococcus. Blood cultures were reportedly negative. The patient subsequently underwent a pump exchange on (B)(6) 2017. It was last reported that the patient is currently intubated in the intensive care unit (ICU) and is being supported on epinephrine. The patient will need to return to the operating room (or) for chest closure. The medical team reported that the event was related to the driveline exit site. No further information has been provided.